Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call on that the insulin pump was experiencing unexpected battery power losses. The customer¿s blood glucose level was 7.8 mmol/l at the time of the incident. It was reported that they found replace battery now alert in the alarm history, but it did not receive a low battery alarm. Advised to try new batteries, but it did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No low battery alert, replace battery alert or replace battery now alarm noted during testing or in the pump trace download. The device was received with minor scratched display window, case and keypad overlay.